Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 600 mg/dl and dehydration. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.